Event description:
It was reported that the user had suddenly stopped responding to sounds with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition in situ measurements show four channels with hi status already before the suspected impact. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported that the user had suddenly stopped responding to sounds with the device. Re-implantation is considered.

Event description:
It was reported that the user had suddenly stopped responding to sounds with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. Other mechanical damages found are attributable to the removal surgery. In addition, a broken substrate was found which likely occurred after explantation. No explant kit was used for shipping. Further in situ measurements whilst implanted do not point to a broken substrate. This is a final report.